Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument and completed the device evaluation. The instrument was analyzed and was found to have a broken grip at the grip base. A piece approximately 15.70 x 4.70 mm was found to be broken off. The broken piece was returned. The components adjacent to this broken grip do not show damage.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci assisted surgical procedure, the force bipolar instrument was observed to have the metal tip detached from the plastic part. The procedure was completed with no report of patient harm, adverse outcome or injury. The alleged issue caused a procedure delay of less than 15 minutes. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up and additional information was obtained. No instrument part was missing due to the alleged problem. Photographs of the device(s) or a video recording of the procedure are not available for isi to review.